Manufacturer narrative:
(B)(4). This lot was manufactured from july 26, 2014 to july 28, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection revealed fluid at the fillport and in the plastic bag containing the device. The reported condition was verified. As the device was not returned, the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak at the fillport. The device was filled with a chemotherapeutic drug. There was no patient injury or medical intervention associated with this event. No additional information is available.